Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2009-06272 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and soloist single needle electrode were used during a scapula rfa (radiofrequency ablation) procedure performed on (B)(6) 2009. According to the complainant, during the procedure, a console error (h07) message occurred. The generator was reboot, however, the error did not clear. The procedure was not completed due to this event. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacturer dates are unk. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).